Manufacturer narrative:
The device was not returned for analysis.

Event description:
It was reported that prior to the procedure, the device was not functioning at all. The procedure was cancelled. However, no medical intervention or adverse consequences were reported with this event.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed.

Event description:
It was reported that prior to the procedure the device was not functioning at all. The procedure was cancelled. However, no medical intervention or adverse consequences were reported with this event.